Event description:
A customer reported that their insulin pump was damaged when the hose accidentally got caught in a shredder, which resulted in the pump being pulled into the machine. There was no reported adverse impact to the customer's blood glucose level. The customer declined to share the type of backup therapy used to ensure continuous insulin delivery.